Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 200-300 mg/dl. A bolus of insulin was delivered to address the high bg. After the occlusion alarm, the bg level continued to rise (400-550 mg/dl). A bolus and insulin injections were used to address the bg. The customer did not know the cause of the continuing high bg; however, thought that it may be related to the occlusion as the pump supplies had not been changed after the occlusion alarm. The customer declined tandem technical support's offer to troubleshoot.